Event description:
Device malfunction: none. Symptoms/ae: occlusion. Time of symptoms/ae: 10 days post procedure. It was reported that a physician trained in the use of the proglide device achieved arteriotomy closure of the right common femoral artery after a diagnostic procedure. Reportedly, 10 days after the procedure the pt experienced right leg pain. An angiogram was performed in 2008, which revealed that the interior and posterior wall were occluded together. A patch angioplasty was performed in the next day, to treat the occlusion and patch the vessel wall. The pt was released at about three days later. There were no other reported adverse pt effects. Though requested, no additional info was available.

Manufacturer narrative:
The customer reported this device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.